Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection with sepsis. Reportedly, patient had systemic blood infection probably from infected intravenous line at hospital right after implant. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. This ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.